Manufacturer narrative:
The customer¿s report of the wrong medication infused was not identified. Analysis of the pcu event log shows that at 5:12 pm on (B)(6) 2016 the device was programmed to infuse nicardipine 40mg/200ml at of 25ml/hr with a vtbi of 10ml. At 5:13 pm, the dose was changed to 2mg/hr, which made the rate 10ml/hr. At 5:24 pm, the dose was changed to 3mg/hr, which made the rate 15ml/hr. At 5:57 pm, the primary infusion completed and the device transitioned to kvo. At 5:58 pm, the vtbi was changed to 100ml. At 6:27 pm, a delay for 15 minutes was programmed. At 6:30 pm, the delay was cancelled and the infusion was started. At 6:40 pm, the device was channeled off. At 6:42 pm a basic infusion was programmed to run at 100ml/hr with a vtbi of 999ml. At 7:01 pm the rate was changed to 999ml/hr and the vtbi to 500ml. At 7:04 pm the device was channeled off. The volume recorded as being infused during this period was 94.262ml. The volume recorded between 6:42 pm and 7:04 pm (when the user programmed a basic infusion) was 74.289ml. The root cause of the customer¿s report of the wrong medication infused was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a bolus of 166 ml (approximately 23.2 mg) of nicardipine was given instead of ns. The customer believes the nicardipine was set up outside of guardrails. Previous bolus doses of nicardipine were given at a dose of 3mg/15ml. The patient's blood pressure was low (unspecified) for the next 2 hours and a glucagon drip was started.